Manufacturer narrative:
Results of investigation: the carefusion factory service lab received the suspect gde (gas delivered engine) and installed it in a known good unit for testing. No malfunctions were detected during testing and the reported issue was unable to be duplicated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the avea ventilator was displaying "circuit occlusion, exhalation high and peak pressure" alarms. The inspiratory pressure transducer calibration procedure was performed, and the ventilator failed. The customer reported patient involvement but no allegation of patient injury/harm.